Manufacturer narrative:
Date rec¿d by MFR : 02aug2019, date of report : 02aug2019. Repair information was confirmed. Failure investigation was performed. Although requested, patient information was not provided. The replacement of the gas delivery system (gds) corrected the reported issue. A defective component on the air flow sensor printed circuit board assembly of the gds was responsible for the air and oxygen flow accuracy test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had an error code message of oxygen device failed and oxygen not available. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.